Event description:
The customer contact reported tha pt received more IV fluid than intended. The device was returned to the biomedical engineering dept with a report that an unspecified channel of the device delivered more than intended. No specific pt info, device programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.3ml on channel 1, 20.2 ml on channel 2, and 20.2 ml on channel 3 from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.